Event description:
Adverse event(s): "negative dysphotopsia" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that some of his patients are experiencing negative dysphotopsia following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).